Event description:
It was reported that the device would intermittently not power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control has attempted to contact the customer but has been unsuccessful in reaching them. There has been no information provided regarding the status of the device. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.